Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after one clip had been fired, the device jammed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Ejected clips. Evaluation summary - the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected 15 clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record was performed and no anomalies were found during the manufacturing process.